Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Event description:
Additional information provided from the field indicates surgical intervention was performed and the device was explanted. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that during a routine follow-up, this patient¿s device was found to be at elective replacement indicator. Earlier in the year, the longevity of the device was estimated to be at two years remaining so the field suspected the battery to be prematurely depleting. All other daily measurements were stable and the patient is currently being scheduled for a device change out procedure. For now, the device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). No additional information concerning this event was provided from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.